Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture. H6 codes: health effect - clinical code - e1722 subcutaneous nodule.

Event description:
Dexcom was made aware on 08/05/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with redness, inflammation, pimples, and pain underneath sensor pod area only which occurred 4 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body. The patient went to emergency center on (B)(6) 2024 for medical advice to treat the skin reaction. The patient was prescribed the following treatments: cephalexin, naproxen, bactrim ds, 0.9% sodium chloride, ketorolac, and vancomycin. The insertion site had inflammation with a large knot where the sensor was placed, the size of which was bigger than a silver dollar at the time of the report. The patient noted expanding redness from the site down to the lower forearm that was very painful to touch and move. The patient also noted constant nauseating feeling. A photo of the skin reaction depicted an area of erythema and a pustule at the insertion site with edema was confirmed. At the time of the report, the patient was still feeling nauseated. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.